Event description:
It was reported that the customer had a blood glucose level of 44 mg/dl. The customer treated with juice. Ther customer's sensor had calibration issues. The customer's blood glucose level was 140 mg/dl and her sensor glucose level was in the 50s mg/dl. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.